Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the spring clip assembly on the hematocrit/saturation probe that attaches to the cuvette in the venous line broke off. As a result, an alternate device was deployed. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Device not returned.